Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the voyager balloon catheter ruptured around 6 atm during the first inflation. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results and conclusion summation - factors that may contribute to balloon damage may include, but not limited to, mfg, materials, pt anatomy, pt disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. If the balloon catheter sustained mechanical damage prior to the inflation attempt, the balloon material can be weakened such that upon the inflation attempt the balloon would result in a rupture. Without the product to examine, a thorough analysis could not be performed and no determination can be made as to the cause of the reported discrepancy.